Manufacturer narrative:
The tech found the solenoid coil was not responding. The tech replaced the solenoid coils for the head and knee to repair the bed.

Event description:
Info received indicates, the head and knee functions will not go up.